Event description:
It was reported the patient had an infection. It was noted a procedure was occurring today, but it was not clear what they would be removing. The patient was reportedly implanted 2 days ago, and the onset of infection symptoms was not known. It was noted the manufacturer representative (rep) and health care providers thought the infection was at the pocket. Additional information received reported cultures were taken and no infection was present. The patient¿s device was reportedly explanted as a precaution. The patient was to be scheduled for implant at a later date. Additional information received reported the patient¿s outcome/post-op status was unknown.

Event description:
Additional information received from the consumer on 13-may-2016 reported that the implant placed in the patient's belly and the leads were removed on (B)(6) 2014 due to infection. It was noted that the new implant was placed in patient's buttock. The patient stated that the infection was treated with antibiotics and had been resolved.

Event description:
Additional information received from the consumer on (B)(6) 2016 reported that with the ins implanted in her stomach, she had developed a bad infection and did not suspect it as she felt good. She had noticed a little red but thought it was from her pants. She did not feel sick, she did not feel anything. She went to the doctor to get the staples out and the nurse noticed the area was red and the consumer she was not supposed to wear pants. The doctor looked at it and said it looked red. He then pushed on that area and ¿stuff¿ started coming out. He kept pushing and it was running down her leg and it shot across the room. The doctor said it was an infection and the consumer had to go back to the hospital the same day and they took everything out, the wires, everything because the infection was everywhere. The consumer said she did not know the date when she first noticed it was red or when she went to the doctor. Indication for use included non-malignant pain.

Manufacturer narrative:
Concomitant products: product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2014, product type extension. (B)(4).